Event description:
User reported false positive result. Negative on subsequent pcr.

Manufacturer narrative:
Report required by FDA for (B)(4). Investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation. FDA user report ref: mw5106447.